Manufacturer narrative:
Despite multiple attempts, the imaging from the procedure could not be obtained for review. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In the absence of imaging from the case, the root cause of the reported aortic malpositioning cannot be determined. Per report, the moderate paravalvular leak was thought to have been a result of the aortic malpositioning. The pvl was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve, a moderate paravalvular leak (pvl) was detected by echo, so a second sapien valve was placed, reducing the pvl trace/mild. Additional investigation revealed the following: per report, the patient's native aortic valve was severely calcified with the calcium distributed evenly. There was no appreciable septal bulge or mitral annular calcification (mac). The patient's ejection fraction was 45 percent. During deployment of the first sapien valve the balloon inflation was slow and inflation was held for three or more seconds. Ventilation was held, and there was no loss in pacing capture. The imaging intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The first sapien valve was positioned 50:50 across the native annulus; however, the final position was 80:20 aortic upon deployment. The second sapien valve was implanted 70:30 aortic. Per report, the perceived cause of the moderate pvl was the 80:20 aortic placement of the first sapien valve. The perceived cause of the 80:20 aortic placement was not reported.

Manufacturer narrative:
The investigation is ongoing.